Event description:
Customer reported obtaining unexpected negative reactions with capture-r ready screen 3 (crrs 3) when testing a patient sample with a previous history of anti k on the echo.

Manufacturer narrative:
Review of the images finds that all cells were given a 0 reaction grade by the echo. Visual interpretation of the images finds that cells 1 and 2 are visually negative, while cell 3 was visually positive. Faxed customer (B)(4) important notification regarding echo antibody screen and ID interpretations which was released on (B)(6) 2009. Contacted (B)(6) hospital as they were the facility that did the secondary testing. They are using lot r204 and indicator cells (B)(4). Spoke with (B)(6), she stated that this sample gave a 3+ in cell 3 of the crrs3 and was also positive using albumin. She stated that anti-k was identified in a later panel. Cannot rule out that capture-r ready indicator cells lot 221769 may have been compromised. The repeat testing using the same lot numbers as the sister facility produced the results that were seen at the sister facility, where cell 3 was interpreted as positive.